Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, and crease fold. A microscopic analysis was performed which identified: a sharp opening on posterior and a striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. - a striated opening on anterior assessed as surgical damage.

Event description:
Patient reported a left side "rupture" and "inflammation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported a left side "rupture" and "inflammation." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device rupture.

Event description:
Patient reported a left side "rupture" and "inflammation." Device has been explanted.